Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela alarmed xdcr fault . There is no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint number (B)(4). A vyaire service technician was able to confirm the reported complaint through the events log and duplicated during functional check. Cause was determined to be failed transducers pt801, pt802 and pt803. Reference CAPA ca-2017-0206 for root cause analysis.